Event description:
It was reported that a spectrum pump keypad was working intermittently. The customer stated that the 8 and 9 keys were not working and there was a constant output of the letter y. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported symptom of intermittent keypad, which was reproduced while running a loaded set. The device eval confirmed th e#8 and #9 keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #9 (y, z) key will occur following the selected key's function (e. G. When the #1 key is pressed 19 will be displayed. When in alphabetic mode and the abc key is selected, ay will be displayed interfering with the mdl drug search). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.